Manufacturer narrative:
Information in section f provided by the manufacturer. The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss) at three different site visits. During the first inspection of the unit, the fss was not able to duplicate or confirm the reported issue of the unit freezing up. The fse indicated contact washing of the connector and the connection was checked and tested. The fss performed a field service checklist. The fss performed all calibrations. The system was verified for all modes of operations. The system met amo specifications. During the second field visit, the fss was not able to duplicate or confirm reported issue. As a proactive measure, the fse replaced the ethernet cable assembly, the subsystem controller printed circuit board assembly (pcba), the graphical user interface (gui), and the power supply. In addition, as part of the field service checklist, the fss found the remote control not pairing and power switch loose. The fss replaced the remote control pcba and power switch. The remote pcba and switch was not related to the issue reported. The system was verified for all modes of operations and met amo specifications. On the third field service site visit, the fss was not able to confirm or unable to duplicate the reported issue. The fss verified all modes of operations and the system met amo specifications. To satisfy the account, the unit was de-installed and a replaced. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Event description:
The clinic reported during a cataract procedure, the phacoemulsification unit froze during the removal of the viscoelastic from the patient¿s operative eye; hence the event occurred during a surgical procedure. A back up unit was used to complete the case. There was a delay of 10 minutes to bring up the backup unit. There was no consequence to the patient. No patient injury reported. This is two of three reports of unit shutting down during use on three different incident dates.